Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump received with unexpected battery power loss and had high sleep and active currents due to corroded electronic assemblies.

Event description:
Information received by medtronic indicated that customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.